Event description:
My ideal breast implant deflated on its own causing pain and toxic shock to my system. I contacted ideal as I'm still under warranty. They said they recently closed to bad sales, not true! Ideal made a fortune, closing its doors to evade lawsuits, knowing they made a faulty product. They are ignoring my requests and not responding. They are trying to file bankruptcy, running, not paying out their victims. This kind of business practice should be highly punishable. I'm deformed, ashamed to walk outside. Can you please help me? Any information would be greatly appreciated. On (B)(6) 2023 md inspected my breast - complete deflation of right implant. Ref report: mw5144856.